Manufacturer narrative:
H3: product analysis ¿ as found condition: the solitaire fr device was returned for analysis within a shipping box, a plastic pouch, its original inner pouch, and a dispenser coil. ¿ damage location details: the solitaire fr device was returned within its introducer sheath. No bends or kinks were found to the pushwire. No damage was found to the introducer sheath. The solitaire fr device attachment zone was found damaged (bent). The stent¿s non-working length tear drop struts were found bent. The stent¿s remaining working length struts were found to be in good condition ¿ testing/analysis: the solitaire fr device was pushed out from within its introducer sheath with no resistance. The solitaire fr device could not be used for resistance testing with an in-house catheter due to its damaged condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿ could not be confirmed as there were no issues pushing the device out from within its introducer sheath. In addition, the device could not be used for resistance testing. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. As the customer reported maintaining a continuous flush per IFU, this factor was excluded. The rebar-18 catheter involved in the event was not returned; therefore, an analysis could not be performed, and any contributing factors (i.e., catheter damage) could not be assessed. However, based on the available information, the customer¿s report of using rebar-18 catheter with solitaire fr 6-30 stent was found not compatible. The rebar-18 catheter has a labeled inner diameter (ID) 0.021¿. As indicated in the instructions for use, ¿solitaire¿ fr revascularization device with the sfr-6-20 and sfr-6-30 reference numbers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches¿. In this event, it is likely that the use of an incompatible catheter and the patient¿s ¿moderate¿ vessel tortuosity could contributed to the reported resistance. However, the root cause of the resistance could not be determined. Regarding the damage found with the solitaire fr stent, it is likely that the damage to the device occurred as resistance was encountered during device delivery. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during an acute large artery occlusion thrombectomy, the operator used an sfr-6-30 stent (serial number: (B)(6)) and a rebar 18 (B)(6) stent microcatheter. While delivering the stent through the microcatheter, the stent became stuck in the middle of the microcatheter and could not be advanced. It was considered that either the stent or the microcatheter may have had an issue, and a return for manufacturer inspection was requested. The vessel was not tortuous. Resistance occurred in the middle section of the catheter. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for stent thrombectomy treatment of ischemic stroke in the internal carotid artery. It was noted the patient's vessel tortuosity was moderate. IV tpa was not contraindicated. There were 0 passes with the device. Access vessel was the femoral artery with an 8mm diameter. Ancillary devices include a jianshi long sheath, rebar 18 microcatheter, chaori guidewire. Additional information was received that 4-20 stent was used to complete the procedure. The cause of the resistance was not determined. There was no kink or damage on the catheter or the pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.